Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up. Upon interrogation, the lead exhibited auto mode switch episodes due to noise. The noise could not be reproduced with isometrics. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).